Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedances and delivered inappropriate shocks with no therapy exhaustion. The lead was explanted and replaced without incident. The lead will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.